Event description:
Reference number (B)(4) event occurred in italy it was reported that patient faced three infusion sets cannula kinked events on (B)(6)2024. All the events occurred within 3 hours of insertion and the set was in use for few hours. The patient resolved all the events by replacing infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3